Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose ranged from 138-139 mg/dl. Customer reverted to manual injections for insulin therapy.